Event description:
It was reported that during a routine generator change out, it was noted that the physician had difficulty engaging the wrench port while attaching the atrial lead to the new implantable cardioverter defibrillator (ICD). A clicking sound during tightening was not observed. The wrench was switched with the same observation. There was no complaint on the atrial lead and it was properly seated in the correct port with normal values. A separate generator was offered to the physician but was declined. The ICD remained implanted. The patient was stable.